Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the healthcare provider fractured the lead during removal procedure. The healthcare provider did massage and dissect when removing the lead, but it fractured. They used flouro to try to remove the fractured lead, but the issue was not resolved. The lead was replaced with an MRI compatible lead, but a partial lead remained.